Event description:
It was reported that due to an infection, the entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. During the explant of the right atrial (ra) lead, the electrode filament was released from the proximal welding, making it impossible to explant through the subclavian route and it was therefore explanted via femoral using a loop. The distal electrode was unable to be retracted and it remains lodged in the ra without the possibility to retrieve it. The crt-d device, right ventricular (rv) and left ventricular (lv) leads were successfully explanted. The ra lead is not expected to be returned for analysis. No additional adverse patient effects. Additional information received indicates the model/serial numbers of the related crt-d device, rv and lv leads were not made available by the physician. In addition, the ra lead is not expected to be returned as it was discarded by the physician at the time of the explant. No additional adverse patient effects.